Event description:
The customer contact reported, the pt received less medication than intended. On (B)(6) 2010 at 1130, the pump was programmed in the pca only mode to deliver meperidine 10mg/ml, with an unspecified loading dose between 15-20mg, a 10mg pca dose, a 10 minutes pt lockout, and a 300mg four hour limit. On (B)(6) 2010 at 2305, the nurse documented on the user facilities pca flowsheet that a shift total of 120mg was cleared and that 10ml remained in the vial. On (B)(6) 2010 at 0226, the nurse reported that the pump alarmed for empty syringe. At this time, the nurse reported, the pump displayed a total of 300mg was delivered and a shift total of 30mg; however, it was reported that between 5-6ml remained in the vial. The customer contact indicated that two nurses verified the displayed totals on the pump and that the pump was programmed correctly. The nurse loaded a new vial and the therapy was resumed using the same pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. The customer contact reported, the "pt progressed well and had satisfactory pain control." No medical interventions were required. During testing at the user facility, the pump delivered less than expected. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).